Manufacturer narrative:
MFR's report date: 03/27/98. The pump was visually and functionally tested and was found to meet all specifications. Extensive testing was performed with the pump using different scenarios with no spontaneous switch over from primary to secondary observed. Rate accuracy was performed and the unit met MFR's specifications. Co was unable to confirm the reported issue.

Event description:
It was reported that while infusing the pump switched from the primary rate to a secondary rate. The actual flow rates were not reported. There was no pt consequence reported.